Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphical user interface (gui) keyboard. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had unresponsive keyboard. The ventilator was not in use on a patient at the time the event occurred.